Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the proximal portion of a tortuous and calcified unspecified vessel. The physician experienced difficulty crossing the lesion. The 5.0x16mm liberte' stent delivery system (sds) was removed to perform predilation. When the sds was removed and taken off the wire, the stent had dislodged from the balloon onto the sterile field. The procedure was completed with another liberte' stent. No patient complications occurred. Patient status is satisfactory.